Event description:
Customer reported being hospitalized due to low blood glucose customer also stated being previously hospitalized twice for low blood glucose. Unable to perform troubleshooting at the time of this report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.